Event description:
A territory manager (tm) contacted zoll customer support to report an alleged deficiency from the physician of a (B)(6) male pt. The physician stated that during a cardiac event, initiated on (B)(6) 2012, the device did not treat. On (B)(6) 2012, the pt was admitted to the hospital where the device was removed , the pt was placed on telemetry and the family initiated a dnr due to his worsened condition. The pt expired on (B)(6) 2012.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation the equipment was found to be fully functional. No deficiencies were discovered. The device was started at 15:12:33 on (B)(6) 2012. Three arrhythmias were declared between 15:16:07 and 15:20:29. ECG recordings showed sinus rhythm at about 65 bpm with very low amplitude (>0.1mv) on both channels. The arrhythmia alarms were likely triggered by double counting. Twenty one more arrhythmia detections occurred between 16:58:57 and 20:22:18. ECG recordings showed sinus rhythm at about 65-70 bpm with very low amplitude (>0.1 mv) on both channels. The arrhythmia alarms were again likely triggered by double counting. Add¿l 12 arrhythmia detections occurred between 22:17:33 and 23:17:25. Response buttons were used briefly from time to time. ECG recordings revealed sinus rhythm at about 65 bpm with very low amplitude (>0.1 mv) on both channels. Bradycardia was detected at 00:17:38 on (B)(6) 2012. Asystole was declared at 01:09:21 through 01:24:04. ECG recordings showed bradycardia with suspected avb (iii degree) at about 30-40 bpm. There were short runs of slow nsvt at about 100 bpm and the rhythm eventually transitioned to asystole. The asystole recording at 01:24:04 showed dual-lead signal artifact which resembled CPR effort by the ER by the hospital staff.